Event description:
Inspector found missing decimal imprint on preprinted dropper [device use confusion]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of adverse events device use confusion and no adverse event in a patient (gender, age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 12-sep-2024, amneal pharmaceuticals received information from the amneal qa inspector via an mail concerning above-mentioned event experienced by the patient while on amneal's lorazepam. The patient was being treated with lorazepam oral concentrate 2 mg/ml (dose, frequency, and therapy dates were not reported) (batch number: 068724007a) for an unknown indication. Concurrent condition, medical history, co-suspect, concomitant medication, history of procedures, history of allergies, history of smoking, alcohol consumption, recreational drug use, historical drug and laboratory tests were not reported. It was reported that during batch packaging of the lorazepam oral concentrate usp 2mg/ml (c-IV) for batch#: 068724007a in room#: (B)(4), qa inspector found missing decimal imprint on preprinted dropper. As per specification dropper should have imprint on dropper .25 ml, .50 ml, .75 ml, 1.0 ml instead observed dropper has .25 ml, 50 ml, 75 ml, 1.0 ml. Last action taken with lorazepam in relation to device use confusion and no adverse event was not applicable. De-challenge and re-challenge were also not applicable. The outcome of the events device use confusion and no adverse event was unknown. The reporter causality for the events device use confusion and no adverse event was not reported. This case was considered as serious. The reportability of this case was expedited.